Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that this MDR is a duplicate to (B)(4). This MDR will be void.

Event description:
Duplicate to (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
September 3, 2024, in the process of using the product packaging was found to be leaking, immediately reported to the equipment section, to suspend the use of the product.